Event description:
The patient reported that as of 3 weeks prior to date notified they have been having some troubles with their implant. It was stated that they feel like there is a rubber band behind their ear running down to the stimulator, and that their neck is stiff and they can't move it. Additional information received from the patient on (B)(6) reported that the implant of the device is what led to the stiff neck. An x-ray was taken and it was indicated that the stiffness is more like a tight band that is pulling on their neck. The healthcare provider (hcp) thinks it is scar tissue and will have to do surgery to relieve it. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting tightness where leads connect to implant and behind ears that hurts. Patient stated that their healthcare provider indicated not much can be done about the discomfort; patient also stated that they perform five exercises daily however these do not help the discomfort.

Manufacturer narrative:
The coding guidelines were updated and device code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient had discomfort/irritation at the site where the extensions were implanted. As a result a surgical revision took place on date notified, resolving the issue with all implanted products remains implanted. Specifically, the extensions were re-tunneled to provide a more comfortable result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.